Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 21mm 11500a aortic valve was explanted after an implant duration of 2 years, 6 months due to endocarditis. The patient presented with fever and chest pain. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient remained intubated and was transferred to the cv recovery unit post procedure. Per medical records the patient presented 5/2/23 with fever and chest pain, the patient had new murmur and blood cultures were positive, there was a high clinical suspicion for streptococcus endocarditis. Tee seven (7) days after admission showed a vegetation on the aortic valve. Nine (9) days after admission, the patient went to surgery. The indication for surgery cad aortic valve endocarditis. The patient underwent CABG x 1. It is noted at surgery there was mucus along the sewing ring. The prior bioprosthetic valve was explanted, the vegetations were debrided and the aortic valve replaced with a 21mm 11500a aortic valve. A tee confirmed normal valve function, trivial pvl and normal ef at completion. The patient was transferred to cv recovery room.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 11500a aortic valve was explanted after an implant duration of 2 years, 6 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.